Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2015-05164.

Manufacturer narrative:
(B)(4). Results: the report from the field was visually confirmed. Analysis of the returned part found that the cap was not attached to the needle. There was no evidence that the cap broke off, instead it appears that it became loose and slid off. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.